Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an unclear image and the camera connection was loose. The procedure was completed with a different scope. There were no reports of patient harm.

Event description:
It was reported that the camera head had an unclear image and the camera connection was loose. The procedure was completed with a different scope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction needed. Corrected fields: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed in addition, the following reportable malfunction was identified during the device evaluation: leakage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: pixel fault (image is not clear) due to damaged charge coupled device (ccd). Camera connection loose due to damaged adapter. Leakage due to damaged camera cable. The most probable root cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.